Manufacturer narrative:
Updated fields: d9, g3, g, h2, h3, h6, h11. 00mlx mlx 300w xenon lightsource was returned for evaluation. The device history record (DHR) could not be completed due to no valid lot number or serial number being provided. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the bezel, right side panel, turret, and top trim were damaged. Evaluation also identified that there was a smell coming from the power supply unit. The lamp, bezel, lamp wire, turret, lens, power supply unit (psu), top trim, and right-side panel were replaced. The issue of this 00mlx unit producing a smell is most likely due to rough handling/environmental damage. An evaluation and function test was performed, and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the bezel, right side panel, turret, and top trim were damaged. Evaluation also identified that there was a smell coming from the power supply unit. The issue of this 00mlx unit producing a smell is most likely due to rough handling/environmental damage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was not functioning properly and emitted a burning smell during use. There was no patient involvement; thus, no injuries, death, or delays were reported.